Event description:
It was reported that during surgery, the non-preloaded monofocal intraocular lens (iol), model icb00, was found to be fractured. The lens was replaced with another lens of the same specification, and the procedure was completed without further issues. No additional information was provided.

Manufacturer narrative:
. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.